Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-sep-2021. The most recent information was received on 28-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain almost permanent') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), tendon pain ("tendon pain"), tendonitis ("achilles tendinitis"), muscle strain ("calf strains"), discomfort ("discomfort"), heavy menstrual bleeding ("haemorrhagic periods"), polymenorrhoea ("too frequent periods (every 3 weeks) "), tympanic membrane perforation ("perforation of the eardrum"), ear pruritus ("itching of the ear canal"), anal pruritus ("itching of the anal and perianal area") and chronic sinusitis ("chronic sinusitis"). At the time of the report, the pelvic pain, fatigue, tendon pain, tendonitis, muscle strain, discomfort, heavy menstrual bleeding, polymenorrhoea, tympanic membrane perforation, ear pruritus, anal pruritus and chronic sinusitis outcome was unknown. The reporter provided no causality assessment for anal pruritus, chronic sinusitis, discomfort, ear pruritus, fatigue, heavy menstrual bleeding, muscle strain, pelvic pain, polymenorrhoea, tendon pain, tendonitis and tympanic membrane perforation with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain almost permanent') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), tendon pain ("tendon pain"), tendonitis ("achilles tendinitis"), muscle strain ("calf strains"), discomfort ("discomfort"), heavy menstrual bleeding ("haemorrhagic periods"), polymenorrhoea ("too frequent periods (every 3 weeks) "), tympanic membrane perforation ("perforation of the eardrum"), ear pruritus ("itching of the ear canal"), anal pruritus ("itching of the anal and perianal area") and chronic sinusitis ("chronic sinusitis"). At the time of the report, the pelvic pain, fatigue, tendon pain, tendonitis, muscle strain, discomfort, heavy menstrual bleeding, polymenorrhoea, tympanic membrane perforation, ear pruritus, anal pruritus and chronic sinusitis outcome was unknown. The reporter provided no causality assessment for anal pruritus, chronic sinusitis, discomfort, ear pruritus, fatigue, heavy menstrual bleeding, muscle strain, pelvic pain, polymenorrhoea, tendon pain, tendonitis and tympanic membrane perforation with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.